Event description:
The 840 vent internal compressor is cycling every 15 seconds. (Too often) problem found when filter was discovered cracked. This is not the first time that we have seen this issue. In normal operation, when unit operating off of hospital supply medical air, the unit normally would cycle about every 30 minutes.